Manufacturer narrative:
Correction to h6 (update codes) and h11. H11: a visual inspection was performed and noted a damaged ac adapter. During functional testing, "the pump being unable to hold the charge even though the power cord was plugged in" was confirmed as power cord and power wiring harness were physically damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the damaged power cord and power wiring harness. The power cord and power wiring harness requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the device was able to receive a charge. Battery state of health is 100%. Visual inspection of battery cell showed no issues with battery. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue with the pump being unable to hold the charge even though the power cord was plugged in during programming/set up. There was no patient involvement. No additional information is available.